Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The device was replaced and returned to livanova (B)(4). During the evaluation of the pump no malfunction could be identified. The device worked for several hours without issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump worked intermittently during priming. There was no patient involvement.